Event description:
The customer stated that she had low blood glucose levels the past three days. The customer reported a blood glucose reading as low as 68 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump failed the displacement test. The customer was advised to discontinue using the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.